Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The submitted log file contained data from 05apr2019 through (B)(6) 2019. The pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also provides a safety checklist that instructs the patient to check the connectors, on both the controller cables and different power sources, for dirt, grease, or damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had fever, chills/rigors, and nausea and vomiting. Blood cultures showed positive for group b streptococcus (gbs) bacteremia. The patient was given vancomycin and cefepime then changed to ceftriaxone. The patient was then given rocephin. Repeat cultures showed negative. The patient flew back home to continue antibiotic therapy.

Manufacturer narrative:
Approximate age of device- 7 years, 4 months. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was initially implanted at (B)(6) medical center and was travelling. The patient was admitted at (B)(6) due to bacteremia.